Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, a detached adhesive on a-rubber was found. The most likely cause or probable cause of the reportable malfunction is a fracture issue was identified, however the cause could not be established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a fracture issue was identified, however the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.